Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer parts (reclining back hardware) were missing. The dealer told tech he isn't sure how they are missing.